Event description:
Information received indicates the bed brake will not engage at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm was broken. The technician replaced the brake/steer linkage to repair the stretcher.